Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead was seen in clinic. Upon interrogation a message indicating to checked the ra was observed. No anomalies were noted when reviewing lead diagnostics. Boston scientific technical services (ts) discussed the message could indicate either an out of range amplitude measurement or out of range impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.